Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported surgeon console. Four images were received for evaluation. Two images depicted an alarm message being displayed on the top portion of the surgeon console screen. The message stated, "communication failure of the surgeon console display; the surgeon console screen is not updating. Check the surgical team interactive display for instructions.". The rest of the surgeon console display showed a black screen. Two images depicted a message being displayed on the operating room team interactive (orti) monitor of the tower. The message stated, "system startup failure. Press the blue power button to shut down and restart.". Evaluation of the logs noted that the surgeon console was not captured as connected. This can occur if the system was shut down by pressing the emergency power off (epo) button and was then manually rebooted. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, after booting, the system displayed a tower startup failure. The team shut down the system by pressing the blue button. Once the system was shut down, it was unplugged from the wall and plugged back in. The team then turned the system on again, but when the timer reached 6 minutes, the operating room team interface (orti) screen changed to the shutdown screen and, after a couple of minutes, an alarm began beeping. The health care professional (hcp) rebooted the system using the uninterruptible power supply (ups) and by unplugging the cables, but the same situation occurred again. Additionally, as the system was manually rebooted a communication error with the surgeon console appeared. At that point, the procedure was canceled. There was no patient injury.

Event description:
It was reported that preoperatively, after booting, the system displayed a tower startup failure. The team shut down the system by pressing the blue button. Once the system was shut down, it was unplugged from the wall and plugged back in. The team then turned the system on again, but when the timer reached 6 minutes, the operating room team interface (orti) screen changed to the shutdown screen and, after a couple of minutes, an alarm began beeping. The health care professional (hcp) rebooted the system using the uninterruptible power supply (ups) and by unplugging the cables, but the same situation occurred again. Additionally as the system was manually rebooted a communication error with the surgeon console appeared. At that point, the procedure was canceled. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.